Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patients ipg had become inoperable. Surgical intervention may be taken at a later date to address the issue.

Manufacturer narrative:
A case of ipg inoperable/ eol was reported to abbott. The patient's ipg was replaced, no complications during the procedure. No explanted product is being returned, surgery center policy. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that surgical intervention was undertaken on (B)(6) 2024, where the ipg was explanted and replaced.